Event description:
The customer's daughter stated that the customer was connected during priming and may have delivered 24 units into her body. The customer's blood glucose reading was 221 mg/dl. Paramedics were called to assist the customer for a potential hypoglycemic event due to the unintended delivery of insulin during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned pages.